Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump made a high pitched noise and then the display went blank. The blood glucose reading was 443 mg/dl. The customer was treated with manual injections. The parent reported that the customer had been off of the insulin pump. The parent reported that the insulin pump showed no signs of physical damage and that the insulin pump had not been dropped, bumped or exposed to moisture. The parent reported that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The parent was advised to clean the battery cap contacts and insert a new battery and stated that the display did not return. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
After battery installation the insulin pump powered up and froze on the number 3 on the count up screen with an unexpected constant audio alarm due to moisture damage on the electronic assembly. The motor assembly was found with traces of moisture. No blank display noted. Unable to test perform functional testing due to frozen screen. The insulin pump has cracked belt clip slot, cracked lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.